Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that they never got a connection, and after removing the sensor saw that the cannula was missing. The customer's blood glucose reading was 145 mg/dl. The sensor was replaced and will be returned.

Manufacturer narrative:
Reliability analysis inspected one opened/used partial enlite sensor and was unable to confirm the needle anomaly due to customer did not return insertion needle only sensor.